Manufacturer narrative:
H6: investigation summary the photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 from lot # 1121609 regarding item # 302438 with the reported issue of hair. The DHR of material number 302438 and lot number 1121609 was checked and no quality notifications were recorded on this lot. No samples and ten photographs were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 302438 and lot number 1121609 for investigating the reported defect. The presence of hair no samples received from customer hence, defect cannot be confirmed. H3 other text : see h10.

Event description:
It was reported that 31 bd discardit¿ syringes had hair in them. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "hair."

Event description:
It was reported that 31 bd discardit¿ syringes had hair in them. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: (B)(6).

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.